Event description:
New information received notes that the patient's atrial lead also presented with myopotential oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.

Event description:
It was reported that a patient presented with pain. Their atrial lead had noise resulting in inappropriate automatic mode switch (ams). No changes were reported. The patient was stable.